Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the battery was flipping around in pocket site and revision was carried out. Patient weight was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient's battery was revised in (B)(6)2017 because it did not want to stay in their pocket. Patient stated the device was moved to the left side of their butt cheek but that it was already moving around again. Patient was going to speak with the surgeon about fixing the issue. As far as the therapy, patient stated that it worked fantastic and that they were just sad that their body was rejecting it. Patient mentioned they had a couple different autoimmune diseases due to their thyroid, grave's and hashimoto's disease. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient went back for her follow up appointment with healthcare provider (hcp) and stated everything was fine until this week. She had been having a lot of pain in the area where battery was put into the pocket, into her butt cheek. Patient stated she felt the battery was flipping around in there. The battery turned on its side and caused her butt cheek to push out and it hurts. Patient indicated she did not fall and nor hit that area. Patient stated all of a sudden, the battery was moving around instead of lying flat like it has been this whole time. This was causing a lot of discomfort. The patient reported never felt stim there before and is reporting sometimes feeling like the stimulation is up around the battery. She has had no fall and has not hit her implant site. She had appointment with hcp on (B)(6) 2017. There were no further complications that have been reported as a result of this event.